Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. During the investigation, the fse decontaminated the instrument with 10% bleach. Newly and fresh reagents were installed and flushed. The fse ran calibrators and quality controls with no errors. Instrument is functioning as intended and was released. The most probable cause for this event is due contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported that the calibrators are failing due to unidentifiable peaks. The sa1c retention time is 0.61 which is within range but each sample has a unidentifiable peak or hemoglobin variant. The customer reported that the column count was 1900. The customer reversed the column but the unidentifiable peaks still persisted. The technical support group (tsg) advised the customer to replace the column. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.